Manufacturer narrative:
The insulin pump was unable to vibrate during self-test due to broken vibrator wire. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unit had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose level and vibrate anomaly. The blood glucose at the time of the incident was 330 mg/dl. The customer was feeling lightheaded and disoriented. The customer did contact their healthcare professional and does have a backup plan; treated with pump. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. However the customer states the pump has not vibrated in two years. Troubleshooting was performed and the pump did not vibrate. The insulin pump will be returned for analysis.